Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a station had an incorrect time. The technical service engineer manually changed the time, assisted with the start and stop range and informed to resend to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had medications not visible on the portal for customers. The customer reported that unable to issue medications to the patient. There were no adverse events or injuries reported based on this event.